Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device locked up and can not be power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device will be scrapped by customer. The faulty system pcb is not available for further evaluation.